Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the mfg of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.

Event description:
Boston scientific crm received info that this system was explanted due to a pt infection. An open margin of incision with fluid draining out of it had been noted, prompting the procedure. The leads were sent to the hospital's pathology lab and will not be returned. This event will be updated if any additional info becomes available.